Event description:
A (B)(6) male pt called zoll customer support to report that his lifevest was not functioning properly. A zoll pt service rep called while the pt to report that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was ripped from the dn. The root cause for the damage cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The pt was issued a replacement electrode belt.